Event description:
Cardiac arrest successfully cardioverted out of vf

Manufacturer narrative:
Medtronic event problem codes entered. Initial report did not include analysis results and did include lead. Evaluation summary: feedthru - elect discontinuity/open.